Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly the customer was removing all air from cartridge with an empty syringe. Tandem technical support educated the customer on proper air removal techniques. Customer's blood glucose level was 160 mg/dl. A cartridge change was performed resolving the issue.